Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with two gore&#59397;excluder aaa endoprostheses (pxt231416/03438514 and pxc141000/03487261). Reportedly, the trunk-ipsilateral leg component (pxt231416) was deployed on the right side and the contralateral leg component (pxc141000) on the left side. On (B)(6) 2015, the patient underwent endovascular re-intervention for a left common iliac artery aneurysm. A contralateral leg component (plc181000/13834337) was implanted for distal extension. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2016, enlargement of the abdominal aortic aneurysm was confirmed with no evidence of endoleak. On (B)(6) 2016, the patient was converted to open repair and the endograft was explanted and a 18x9 dacron graft was placed. The patient tolerated the procedure. It is unknown if all grafts were explanted and or if available for analysis by gore.

Manufacturer narrative:
Concomitant medical products: allopurinol 300mg tablet 1xdayly (B)(6) 2005 active.aspirin buffered (325mg tablet, 1 po oral dally, taken starting (B)(6) 2005) active. Norvasc (smg tablet, ldail. Y oraq active. Gllmeplride ( 4mg tablet, 1 po oral two times dally) active. Lipitor (20mg tablet, 1 po oral daily) active. Pxt231416/03438514, pxc141000/03487261, pxl161007/06862373. (B)(4). According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement, endoprosthesis: surgical conversion

Event description:
On (B)(6) 2010, the patient underwent a re-intervention procedure to treat a distal type I endoleak on the right side. An iliac extender component (pxl161007/06862373) was implanted for distal extension. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. On (B)(6) 2016 at the time of explant, it was reported that upon opening the aneurysm sac, there was some very older appearing thrombus, but no back bleeding from any lumbar arteries or mesenteric arteries was identified. No obvious cause for the aneurysm enlargement was identified. It is suspected that there may have been porosity of the endograft, but that is not substantiated. There was noted to be 1 piece, thought to be the iliac extender left in place which was of no consequence as the bypass extended down to the external iliac artery. The patient tolerated the procedure in good condition, with no noted complications.